Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced blood glucose (bg) of 500 mg/dl associated with a prime issue. Reportedly the patient remained on the pump. During trouble shooting with customer technical support (cts), it was revealed the tubing was not being fully primed during the rewind step. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with user error.